Event description:
While an arjohuntleigh representative was at the facility site, he has been told that an event occurred a few weeks ago. The pt was standing on an active floor lift and while the staff was trying to lower the two seats, the device began to tip forward. The staff quickly grabbed the handles to keep it from tipping, moved the seats into place, and nothing happened. This event was corroborated by another staff. No injuries were sustained.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh on behalf of the MFR arjohuntleigh (B)(4). No info was released up to date regarding the exact model and serial number of the product involved. Additional info will be provided following the conclusion of the MFR's investigation.